Event description:
Note: this report pertains to the second of three capio slim devices used during the same procedure. Associated MFR. Report #'s 3005099803-2017-00465 and 3005099803-2017-00467 pertain to the other two devices. It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament (ssl) apical suspension procedure. According to the complainant, during the procedure, after attempting to deploy the needle, the needle could not be retracted. When the device was removed, the springy needle holding area was detached from the device. The same event happened with the two more capio slim devices used. With the third device, they applied pressure and pulled the device. When the device was removed from the patient, the needle passer was missing and was confirmed to have remained inside the patient through a pelvic x-ray. The procedure was completed with another capio slim without further incident. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on march 2, 2017. Procedure happened on (B)(6) 2017. Patient's condition was good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of three capio slim devices used during the same procedure. Associated MFR. Report #'s 3005099803-2017-00466 and 3005099803-2017-00467 pertain to the other two devices. It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament (ssl) apical suspension procedure. According to the complainant, during the procedure, after attempting to deploy the needle, the needle could not be retracted. When the device was removed, the springy needle holding area was detached from the device. The same event happened with the two more capio slim devices used. With the third device, they applied pressure and pulled the device. When the device was removed from the patient, the needle passer was missing and was confirmed to have remained inside the patient through a pelvic x-ray. The procedure was completed with another capio slim without further incident. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.